Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2022-00681. It was reported the patient experienced ineffective therapy. Diagnostics indicated one of the leads has multiple contacts with high impedance. Reprogramming was unable to resolve the issue. In turn, surgical intervention may take place at a later date to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected leads are being reported.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2022-00681. It was reported the patient experienced ineffective therapy. Diagnostics indicated one of the leads has multiple contacts with high impedance. Reprogramming was unable to resolve the issue. In turn, surgical intervention may take place at a later date to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected leads are being reported.

Manufacturer narrative:
A patient experienced ineffective therapy was reported to abbott. Diagnostics indicated one of the leads has multiple contacts with high impedance and was fractured. Reprogramming was unable to resolve the issue. As a result, both leads were explanted and replaced to address the issue. Therapy was restored. It is unknown which lead is related to the issue. Therefore, all the suspected leads are being reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicated it was found one of the leads fractured, as a result patient underwent surgical intervention wherein both of the leads were explanted and replaced to address the issue. Therapy was restored postoperatively.